Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1275 mg/dl and "heart is now at 45-50%"; cause was not known. Customer administered a manual injection to address the issue and went to the hospital. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 9 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.